Event description:
It was reported that the lead safety switch of this pacemaker system was triggered due to right ventricular (rv) lead impedance greater than 2,000 ohms. Noise was present on the rv channel which was reproducible with isometrics and there was loss of capture in the bipolar configuration. It was suspected that the lead was fractured. The sensitivity was adjusted and programming was changed to unipolar pacing and bipolar sensing. At this time, the rv lead remains in service and no adverse patient effects were reported.

Event description:
It was reported that the lead safety switch of this pacemaker system was triggered due to right ventricular (rv) lead impedance greater than 2,000 ohms. Noise was present on the rv channel which was reproducible with isometrics and there was loss of capture in the bipolar configuration. It was suspected that the lead was fractured. The sensitivity was adjusted, and programming was changed to unipolar pacing and bipolar sensing. At this time, the rv lead remains in service and no adverse patient effects were reported. Additional information received indicated that the healthcare provider (hcp) felt there could be some undersensing occurring at the current fixed sensitivity of 3.0 mv. It was noted that changes to the sensitivity had been made in the past due to oversensing. Technical services review of the device data indicated that the patient was being paced most of the time in the rv. In the past, when the sensing floor was lowered to 1 mv, there were mostly v sense markers. The patient is not pacing dependent. There were also multiple rythmiq episodes present with what appeared to be overpacing after the rythmiq mode switch. Based on the troubleshooting, the hcp determined the best rv sensitivity setting to be 1.5 mv. Subsequent isometrics were performed, and no noise was observed.